Event description:
According to the reporter, during a thoraco/lobectomy procedure, after the 9th firing for bronchus, the surgeon checked the staples which fired to the tissue had no problem. The staples which were fired and fallen around the tissue were also b-formed. No air leakage was noticed by the leak test. However, the staples which were not fired to the tissue and stayed at staple pockets were u-formed or u-formed with which tip of the specimen side was inclined. Just to make sure, the surgeon tried to suture the staple line additionally by suture. However ,the bronchus was calcified and the cut end of the bronchus was very stiff for thrusting. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo device. Visual inspection of the cartridge revealed that the loading unit was received fully fired with several malformed staples embedded into the pushers on the clamping surface of the staple cartridge. Additionally it was observed that the anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.